Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the spool on the autopulse nxt platform (sn (B)(6) does not lock in the nxt band was confirmed during the functional testing. The root cause of the reported complaint was an intermittent issue with the spring plungers on both sides of the winch shafts, which were positioned at the edge of tolerance. The archive data indicated no fault or alert. The nxt platform passed the preliminary functional test with no issues. During testing of the platform with multiple nxt bands, the customer's complaint was confirmed. It was noted that the spring plungers were slightly projecting, which prevented the pin from fully seating in the spool spin slot. The spring did not have sufficient force to overcome the increased friction, so the capture flange did not close completely. After readjusting the spring pins on both sides of the winch shafts and testing with multiple band clips, they are now fully inserted and locked without any issues.

Event description:
The customer contacted the zoll field representative about having trouble connecting the nxt band to the autopulse nxt platform (sn (B)(6)). The zoll field representative went onsite and verified that the nxt band will not lock in. The platform spool on the nxt platform does not lock in the nxt band. The reported issue occurred during the setup for departmental deployment. No patient involvement.